Event description:
Report received stating that revision was performed on an unknown date. Acetabular liner component was found to be worn intraoperatively, and was removed and replaced. Report alleges that the liner had been implanted for approximately 18 months. Report also states that the patient was a young pt, suffering from dysplasia.